Event description:
It was reported that the v60 was displaying diagnostic code 1104 (backup alarm failed). There was no patient involvement when the issue occurred, no patient or user harm reported. It was reported that the power management board displayed a diagnostic code 1104 (back-up alarm failed). The biomed then installed a different power management board and was still receiving the same diagnostic code (1104). The remote service engineer (rse) advised the customer to order a central processing unit (cpu) for the intermittent code. Biomed emailed a photo of the significant event log and confirmed the diagnostic code (1104). The rse emailed the customer the updated software (version 3.00) and advised installing tera term to restore the serial number and power on hours. The customer would call back to obtain v60 options after replacing the cpu board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed called back and requested the v60 option codes after replacing the cpu board. The rse provided the customer with the following option codes - v60,cflex option 0253624870; v60, avaps option 0155605068; v60, ramp option 0359486272; v60 hft option 0563525876. The biomed then reported at the option codes restoration was successful. The biomed requested the case be closed. The biomed replaced the cpu and restored the option codes, the issue was resolved. The system meets the specification for the performed service and is returned to use.